Manufacturer narrative:
Batch review performed on 31 october 2024 lot 199651k: (B)(4) items manufactured and released on 25-sept-2024. Expiration date 14-04-2025 no anomalies found related to the problem. Planning review performed by mysolution department: our analysis of the process found out no errors. We reprinted the guide and the bone model, to try once again the fitting. The fitting is stable and univocal. The investigation did not reveal any anomalies in the planning or in the production and there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
During the primary knee surgery, it was observed that the tibial cut block would not sit on the native bone properly and that the alignment was off. In detail, the cut block would not fit on the lateral side of the tibia properly. When the surgeon would try to place on the medial osteophyte it would kick the cut block forward and medial and the anterior pad would not sit flush. The bone was properly cleaned. To complete the case, the surgeon had to hold the block a certain way and pin it. There was a 25- minute delay because of the attempts to get the cut block to fit in place and the intention to use an im guide. The surgery was anyway completed successfully. A consignment set was utilized.